Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h1029 previously reported events are included in this follow-up record.product return status29 devices were received.

Event description:
This report summarizes 29 malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. - 25 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact. - 2 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 29 previously reported events are included in this follow-up record. Product return status 27 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 26 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 25 devices were found to be affected by a damaged/degraded exhaust hose or hole in the exhaust hose. 1 device was found to be affected by non-stryker repairs. 1 device had no problem found.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 25 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 2 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 29 previously reported events are included in this follow-up record. Product return status 25 devices were received. 4 device investigation types have not yet been determined. Event confirmation status 25 reported events were confirmed. Evaluation results 25 devices were found to be affected by a damaged/degraded exhaust hose or hole in the exhaust hose.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 25 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 2 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 13 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 13 reported events were confirmed. Evaluation results: 13 devices were found to be affected by a stress problem. Additional information: 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 25 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 2 events had no information received.